Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain caused by a retroverted acetabular cup. The acetabular cup and modular head were removed and replaced. Operative notes were provided and indicate that upon removal of the cup, a thin membrane had largely ossified forming a pseudo-cortex.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "periarticular calcification or ossification, with or without impediment of joint mobility." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.